Manufacturer narrative:
H3: the system was serviced in the field, and hardware parts were replaced. Codes b01, c13, d02 are applicable to this analysis. D9, h2, h3: the return of 9735225r provided the lot number 1897280. The hardware was returned and analysis was performed. The computer booted normally to the application screen. The installed programs all started and ran normally. The computer was put into navigation mode and remained in green status for 2 hours. Codes b01, c19, d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Multiple annex a codes were coded for this event. A0709 was coded for the psu not tracking. A1102 was coded for the localizer not connected message. Continuation of d10: information references the main component of the system. Other relevant device(s) are: product ID: 9735225r. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that a localizer not connected message when in the spine application. When in the cranial application, the positioning sensor unit (psu) functioned as intended. This was noticed when performing a planned maintenance (pm). Led's on psu were normal, there were 2 green leds. The ndi toolbox: internal temp was below calibrated operating range, when it was reopened a second time, this was no longer circled. After launching the spine software, the psu still would not track and had the localizer not connected message. Uninstalled/reinstalled spine software and the issue was unresolved. Checked ndi toolbox again, no faults. The probable cause was the computer. There was no patient involvement.